Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation found the device in excellent condition. The pump event history showed a check plunger sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during set-up for flow test. The dowel pin came loose from the plunger head mount. The root cause of the reported issue was unable to be determined. The technician replaced the plunger head mount and dowel pin. Performed all functional testing which passed.

Event description:
It was reported that an plunger sensor error was observed. No patient injury was reported.